Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during the fill tubing process. Customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.